Event description:
A customer reported an issue with the display on their pump, where black lines obstructed the text, affecting their ability to interact with the device. There was no reported adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.